Event description:
The customer reported that the insulin pump alarmed unexpected restart. Troubleshooting was done. Customer's blood glucose was unknown. It was found in the alarm history that the insulin pump alarmed motor position encoder error and motor error. Troubleshooting was done for motor error as well. Customer's blood glucose was 150 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery. Motor position encoder error alarm was not due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. No check settings alarm noted. The device had minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).